Manufacturer narrative:
Devie evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis and the following attributes were examined: a visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021 it was reported that crossing difficulties encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm in length, 3mm vessel diameter, concentric, target lesion with >45 degree significant bend was located in the mildly tortuous and mildly calcified right coronary artery (rca). After pre-dilation performed with a non-bsc balloon catheter a 3.00 x 20 synergy ii drug-eluting stent was advanced for treatment. However, it was unable to go through the lesion. The procedure was completed with different device. There were no patient complications reported. However, returned device analysis revealed stent damage. .